Event description:
This MDR is linked to MDR 3013840437-2023-00080 and 3013840437-2023-00082 referring to the same patient. This case was linked to lssmv case numbers (B)(4), referring to the same reporter, the same reaction and the same batch number. This spontaneous report was received from an emirati physician and concerns a female patient. She was injected subcutaneously, with a total of 1.5 ml of radiesse, into the hands, on (B)(6) 2023. Batch number was reported as a00082390. A lot search in the global safety database was conducted. As reported, the patient was injected with 0.7 ml into 1 injection point, into each side. Needle used for injection was a cannula. The patient had no type 1 or type 4 allergy, atopic spectrum disorders, chronic skin disease, recurrent urinary tract infections, autoimmune disease, juvenile-onset diabetes mellitus, hematologic disorders, or other relevant medical history, concomitant medication, vaccination or extreme heat exposition. The patient was non-smoker. On (B)(6) 2023, on the same day, after the radiesse injection, the patient experienced hotness, redness and tenderness, on both hands. She received medical therapy (reported as th). The medical intervention was necessary to prevent a serious deterioration of health. The outcome of the events was unknown. In the opinion of the reporter, the events were of severe intensity and related to radiesse. As reported, the events were not permanent and unknown if permanent. Follow up information was received on (B)(6) 2023: the batch record review was received and the lot number for radiesse was confirmed as a00082390 (expiry date: 09/2024). A lot search in the global safety database was conducted.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event hotness (pt: injection site warmth), was deemed to meet the serious criteria of required intervention to prevent permanent impairment/damage. The device history record of radiesse injectable implant, lot number a00082390, was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances were noted related to this lot.